Manufacturer narrative:
Device evaluation: one device was returned for analysis in used condition. Visual inspection showed the tamper seal for the plunger was broken and that the top case, bottom case and plunger head were filled with fluid ingression. Review of the event history log showed occurrences of "positive supply bgnd test" and "force sensor test" error messages. Functional testing found that the device exhibited a "force sensor test" alarm at power up. The investigation determined that fluid ingression was the cause of the reported issue. According to the investigation, this issue was a result of the customer's physical damage to the device. No action was taken as it was determined that the device was beyond economical repair. As the device is beyond a year from manufacture and with no indication of a manufacturing defect found during evaluation, no device history review was performed. Per service history review this device had not been in for service in the previous year and there was no indication of a service issue during the investigation.

Event description:
It was reported, the pump alarmed. Positive supply bgnd test, force sensor test. No adverse patient effects were reported by the customer.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr, 803.56 when additional reportable information becomes available.